Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was malfunctioning. The patient reported feeling chest pain and went to the hospital but was informed that there was no problem. Additionally, the patient believed that the device was changing the heart rates causing the patient pain. Boston scientific technical services (ts) recommended going back to the emergency department to have the device check and discussed that the changing rates were more likely related to sinus rates and not associated with the device. The device was explanted and replaced. No adverse patient effects were reported. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood in the helix housing and tissue entwined in the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was malfunctioning. The patient reported feeling chest pain and went to the hospital but was informed that there was no problem. Additionally, the patient believed that the device was changing the heart rates causing the patient pain. Boston scientific technical services (ts) recommended going back to the emergency department to have the device check and discussed that the changing rates were more likely related to sinus rates and not associated with the device. The device was explanted and replaced. Product was return without any allegations nor evidence of any associated malfunction. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was malfunctioning. The patient reported feeling chest pain and went to the hospital but was informed that there was no problem. Additionally, the patient believed that the device was changing the heart rates causing the patient pain. Boston scientific technical services (ts) recommended going back to the emergency department to have the device check and discussed that the changing rates were more likly related to sinus rates and not associated with the device. The device remains in service. No adverse patient effects were reported.